Event description:
Patient underwent an anterior cervical disk fusion (acdf) at cervical vertebra c5 and c6 with the synthes zero profile system with the original surgery occurred in (B) (6) 2009. There was a non-union that required hardware removal. Two screws were fractured.====================== health professional's impression======================unknown====================== manufacturer response for cervical screws, 3.0mm cervical spine locking screws======================they have requested the screws which we will give them once they agree with providing shipping material and agree to supply this office with written finding of their inspection.

Event description:
Patient underwent an anterior cervical disk fusion (acdf) at cervical vertebra c5 and c6 with the synthes zero profile system with the original surgery occurred in mid-2009. There was a non-union that required hardware removal. Two screws were fractured.====================== health professional's impression======================unknown====================== manufacturer response for cervical screws, 3.0mm cervical spine locking screws======================they have requested the screws which we will give them once they agree with providing shipping material and agree to supply this office with written finding of their inspection.